Manufacturer narrative:
No further details concerning this event were provided from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was exhibiting loss of capture. No intervention has been performed at this time and the ra lead remains in service. No adverse patient effects were reported.